Event description:
It was reported that this right ventricular (rv) lead oversensed noise, which resulted in inappropriate anti-tachycardia pacing (atp} and shocks. Technical services (ts) reviewed the stored episodes and noted there was non-physiological signals, which appeared to be due to a fracture or an abrasion. Ts recommended replacing the rv lead. Subsequently, a revision procedure was performed, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).